Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on 2/27/2015 and evaluated by lifescan product analysis on 3/3/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 lay user/ patient reporter contacted lifescan (lfs) and alleged their one touch ultra 2 meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue began on (B)(6) 2015 in the morning. The reporter told the cca patient manages her diabetes with pills, diet and/or exercise. The reporter did not know if the patient made any changes to her usual diabetes management regimen in response to the alleged product. The reporter claims the patient developed symptoms of ¿shaky¿ at an unspecified time after the product issue occurred. The reporter denied the patient received any medical treatment due to the product issue. At the time of trouble shooting, the cca walked through a testing procedure with the reporter and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.